Event description:
It was reported that during remote follow-up, the patient presented with post-paced t-wave oversensing on the right ventricular channel of their implantable cardiac defibrillator. No further information about intervention was reported. There were no patient consequences.